Event description:
It was reported that during a knee arthroscopy medial meniscectomy, the inner lumen of two (2) curved full radius did not rotate in oscillation, forward or reverse. The procedure was completed using a smith and nephew back up device. There was a 2-min delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not in its original packaging. The inner shaft was twisted into 2 separate pieces, with the distal end stuck in the curved outer shaft. There was biological debris. A functional evaluation was performed on the returned device and found it was unable to function due to the fractured inner shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.